Event description:
It was reported that coils had migrated and were protruding into the biliary-enteric anastomosis. In (B)(6) 2021, the patient underwent a whipple procedure (pancreaticoduodenectomy) for duodenal papillary carcinoma. The patient experienced severe postoperative hepatic artery hemorrhage, and an emergent hepatic arterial embolization was performed. Embolization was achieved with six (6) 3 mm x 3.3 mm vortx diamond-18 coils and three (3) 5 mm x 5.5 mm vortx diamond-18 coils, totaling nine (9) implanted coils, confirmed with angiography. From 2021 to 2025, five (5) endoscopic retrograde cholangiopancreatography (ercp) stone extraction procedures were performed for recurrent common bile duct stones and suppurative cholangitis, resulting in two intensive care unit (ICU) admissions. During an ercp procedure on (B)(6) 2025, it was discovered that the coils were visibly exposed and protruding into the biliary-enteric anastomosis. No additional adverse patient effects were reported, and the coils remain in place at this time.